Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: kurazumi h et al. Outcomes of cardiovascular surgery for chronic dialysis patients in current japan. Asian cardiovasc thorac ann. 2019 jul;27(6):464-470. Doi: 10.1177/0218492319859147. Epub 2019 jun 19. Presented at the 47th annual meeting of the japanese society for cardiovascular surgery, tokyo, japan, february 27 to may 1, 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the short- and long-term clinical outcomes for chronic dialysis patients in japan who underwent cardiovascular surgery. All data were collected from a single center between january 2004 and june 2016. The study population included 70 patients (predominantly male; mean age 67 years), one patient was implanted with a 21 mm medtronic mosaic bioprosthetic valve (aortic position) and 6 were implanted with ats mechanical valves (2 with 16 mm, 3 with 18 mm and 1 with a 20 mm; all in the aortic position). No serial numbers were provided. Among all patients, there were 6 in-hospital deaths and 23 late deaths, respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: post-operative bleeding requiring re-exposure, low cardiac output syndrome requiring extracorporeal membrane oxygenation support, cerebral infarction, peri-operative intra-aortic balloon pumping support, peri-operative myocardial infarction, post-operative atrial fibrillation, and mediastinitis. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.